Event description:
Reporter stated that another comparative test of 262 mg/dl was performed back to back with a result of 80 mg/dl within 10 minutes on a neonate using inform system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips were all used, and so no product will be returned for evaluation.